Event description:
Device 2 of 2, mfg report reference: 1627487-2019-04637. It was reported that the patient experienced ineffective stimulation. The patient had their system explanted on (B)(6) 2019.